Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal were removed and the top case cracked /chipped by the front left and right bottom corners. Cracked battery door and visible contamination by the "l" bracket. The device history report showed a motor rate error . The device was tested using the occlusion test. Using infusion rate of 944 ml/hr. Same as customer. The reported problem motor rate error duplicated and error also found in ehl it showed multiple components on motor assembly are abnormally worn out and contaminated components on motor assembly. The root cause was unable to determine. According to s/n (B)(4) device manufacture date 2016-11-28 and device is 4years old. The tech replaced worm coupling, worm gear, washers and motor bracket. Device passed all the functional test. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had a motor drive error. No patient injury reported.